Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that her vision has deteriorated, she's noticed a haze around lights, and cannot see to drive at night since cataract surgery with an intraocular lens (iol) implant. Additional information was provided by the surgeon, who indicated that the iol has been removed from the eye. Additionally, a medwatch form was received with the event date. The medwatch reference # is mw5072028.